Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that metal shavings were observed when using opening reamer through protection sleeve. Recon cannula had solid step drill stuck in it and couldn't get out. Cannulated drill had previously gotten stuck in sleeve and must have etched the inner surface of the cannula proceeded with case; no metal shavings came off in patient. They were on the drill. Issue was resolved by continuing to open the entry point and switching sleeves when drilling and placing 6.5 lag screws into head. During using the opening reamer to open greater trochanter entry point and prior to placing 6.5mm lag screws we noticed the cannula etched up and couldn't get recon step drill sleeve out of it."

Manufacturer narrative:
Product inquiry stated all devices to be the subject products. No further associated products were reported. No deviations in material and manufacturing were identified. As all devices had been in use for a longer time [manufactured in 2011/2015] we pre-suppose that the devices had fulfilled their tasks in former surgeries as intended without problems reported. The drill sleeve f. Solid stepdrill t2 recon was not returned for evaluation and thus, a physical examination of the device was impossible. Referring to the operative technique the reported drill sleeve [catalogue #18063041] has to be used in combination with a tissue protection sleeve [catalogue #18063045] for the solid stepdrill [catalogue #1806-3026s] technique. The alleged drill sleeve is clearly laser marked with ¿use with solid step drill¿. As the drill sleeve was not returned for examination a physical evaluation will not be possible and a technical statement impossible. In the current case a stepdrill for lag screw t2 recon [catalogue # 18063025], which is listed as an optional instrument, was used in combination with the tissue protection sleeve t2 recon [catalogue #18063045]. The shaft of the stepdrill for lag screw t2 recon shows evident circumferential traces of friction corrosion at the level of approx. 154 mm from the tip. The received tissue protection sleeve t2 recon shows intense traces of frequent use. The surface inside the cannulation is covered with considerable fretting corrosion as well. The fretting corrosion was generated by friction between the stepdrill and sleeve during drilling under some deflection due to significant bending stresses. This is supported by internal lab tests. The returned one step conical reamer t2 recon ø13 mm and protection sleeve antegrade t2 recon could be assembled and disassembled as intended. General functional check was carried out in accordance to the required pre-operative check. The received protection sleeve antegrade t2 recon shows inside the cannulation signs of circumferential scratches. The one step conical reamer t2 recon ø13 mm shows traces of frequent use and evident wear of both primary and secondary cutting edges. Several cutting edges are worn and blunt with material displacements or dents. No further visible damage was found. The evaluation of the damage characteristics indicated that the event was related to intra-operative damage of the device ¿ most likely caused by contact with a hard [metal] object. In case of intended use such damage would not have occurred. Alleged metal shavings at the one step conical reamer could not be verified. A sample stepdrill did fit through the cannulation of the returned tissue protection sleeve t2 recon. Function was given in full. The stepdrill received could be inserted into a sample tissue protection sleeve t2 recon [18063045] up to the level of damage without problems. Up to the level of damage fretting corrosion had led to bulged material at this area and prevented the stepdrill from passing through the tissue protection sleeve. Evidence for a bent of the stepdrill was not found. Function is not given any more due to the extent of damage. Based on the above facts and pre-assuming that a functional check was performed the root cause of the reported event is suggested not to be related to a deficiency of the devices, but is rather linked to inadequate handling during intraoperative procedure. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that metal shavings were observed when using opening reamer through protection sleeve. Recon cannula had solid step drill stuck in it and couldn't get out. Cannulated drill had previously gotten stuck in sleeve and must have etched the inner surface of the cannula proceeded with case; no metal shavings came off in patient. They were on the drill. Issue was resolved by continuing to open the entry point and switching sleeves when drilling and placing 6.5 lag screws into head. During using the opening reamer to open greater trochanter entry point and prior to placing 6.5mm lag screws we noticed the cannula etched up and couldn't get recon step drill sleeve out of it."